Manufacturer narrative:
An event for the patient effects of cardiac arrest and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the complete heart block could not be conclusively determined. It is possible that due to patient's condition contributed to the event; however, this cannot be confirmed. The reported unexpected medical intervention was a result of case-specific circumstances as temporary pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. The length of the membranous septum was measured to be 2.7mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, when the valve advanced the annulus, the patient was developed with a complete atrioventricular block and also cardiac arrest for 3-4 seconds then a temporary pacemaker was placed to stabilize the cardiac rhythm. The valve was implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). There was no clinically significant delay reported and the patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. The length of the membranous septum was measured to be 2.7mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, when the valve advanced the annulus, the patient was developed with a complete atrioventricular block and also cardiac arrest for 3-4 seconds then a temporary pacemaker was placed to stabilize the cardiac rhythm. The valve was implanted at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). There was no clinically significant delay reported and the patient was in a stable condition.